Event description:
Device report from synthes reports an event in the united kingdom as follows: it was reported that on an unknown date, the patient underwent a removal procedure for a broken proximal tfna nail. The broken nail was exchanged for another tfna. This report involves one (1) 10mm/130 deg ti cann tfna 380mm/left - sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Therapy date: (B)(6) 2021. Manufacturing location: (B)(4). Manufacturing date: 07-jul-2021. Expiration date: 01-jun-2031. Part number: 04.037.059s, 10mm/130 deg ti cann tfna 380mm/left ¿ sterile. Lot number: 247p022 (sterile). Production order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final, met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection, met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive. Lot number: 219p603. Lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Part number: 04.037.942.2, lock prong 130 degree, tfna lot number: 135p881. Production order traveler met all inspection acceptance criteria. Part number: 21127, timoagri16.00. Lot number: 63p8421. Inspection instruction met all inspection acceptance criteria. Certified test report was reviewed and determined to be conforming. Lot summary report met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d10 manufacturing location: monument. Manufacturing date: 07-jul-2021. Expiration date: 01-jun-2031. Part number: 04.037.059s, 10mm/130 deg ti cann tfna 380mm/left ¿ sterile. Lot number: 247p022 (sterile). Production order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final, met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label was reviewed and determined to be conforming. Scn 20191 supplied was reviewed and determined to be conforming. This lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive. Lot number: 219p603. Production order traveler met all inspection acceptance criteria. Part number: 04.037.942.2, lock prong 130 degree, tfna lot number: 135p881 production order traveler met all inspection acceptance criteria. Part number: 21127, timoagri16.00 lot number: 63p8421 inspection instruction met all inspection acceptance criteria. Certified test report supplied was reviewed and determined to be conforming. Lot summary report met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. 19-aug-2022: DHR reviewed by: mschoenfeld this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. 4h

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.